Event description:
It was reported that the customer experienced a low blood glucose level of 50-53 mg/dl due to manually delivering a bolus based on an inaccurate "high" continuous glucose monitor reading. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.